Event description:
While attempting to monitor a pt, the device failed to obtain an ECG signal. Although attempts were made to obtain pt outcome, the complainant indicated that they were unable to disclose any pt info. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.